Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, the small grasping retractor had exposed wires. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and exposed wires were found. The issue was identified prior to instrument being put into patient. The issue was not related to opening/closing of grips, left/right motion, or up/down motion. There were two visible cables protruding from the distal end. The loose cable was silver. No arcing was observed and there were no instrument collisions. No fragments fell in patient anatomy and the procedure was completed with no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.